Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 335 events were originally reported for this failure mode during the reporting quarter. - 14 events were inadvertently excluded. - 1 previously reported event was included under MFR report # 0001811755-2020-01848 but should be included under this report. - 350 reported events are included in this follow-up record. Product return status 104 devices were received. 246 devices were evaluated in the field. Event confirmation status 350 reported events were confirmed. Evaluation results 350 devices were found to be affected by missing paint chips.

Event description:
This report summarizes 350 malfunction events in which the device had paint chips missing. - 350 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 335 events were reported for this quarter. Product return status: 65 devices were received. 90 devices were evaluated in the field. 180 device investigation types have not yet been determined. Event confirmation status: 155 reported events were confirmed. Evaluation results: 155 devices were found to be affected by missing paint chips. Additional information: 335 devices were not labeled for single-use. 335 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 335 </noe> malfunction events in which the device had paint chips missing. 334 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.